Event description:
"(B)(6)" brand "design pro" toothbrush. The toothbrushes came in a pack of 3, and I bought the soft ones. They have black handles with an accent color. After a single use many bristles were bending over and sticking through neighbouring groups of bristles. Some of them protruded from the sides of the brush and scratched my gums when I brushed the sides of my teeth. This toothbrush is painful to use, and would probably damage gums if used on a long term basis. It is the worst toothbrush I have ever bought, by several orders of magnitude! Of course it was made in (B)(6), but clearly (B)(6) failed at proper oversight of the contractor's quality control. Probably an inappropriate, cheaper type of plastic was substituted in manufacturing the bristles. Manufacturer website url: (B)(4). Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2018. This date is an estimate. The product was not damaged before the incident. The product was not modified before the incident. Kept the used one as evidence, still have one unused, used the 3rd to clean a/c coils. I submitted a complaint on the (B)(6) website. (B)(4).